Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 24-apr-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found a defective diluent waste pump and replaced the waste, wash, and diluent pumps. Fse also performed overall preventive maintenance (pm) on the instrument. The aia-360 instrument is functioning as intended; the error cleared. No further action required from field services. A 13-month complaint history review and service history review for serial number (B)(4) from 24-mar-2017 through aware date 24-apr-2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 2012 is air detected [diluent]. This error is generated when there is no contact with the liquid after diluent suction. The suggestion is for the customer to contact the service department the most probable cause of the reported event was due to defective diluent pump.

Event description:
A customer reported getting error 2012 air detected [diluent] on the aia-360 instrument. Customer reported troubleshooting did not resolve the issue. Customer is unable to run patient samples on estradiol (e2), creatine kinase mb isoenzyme, and cardiac troponin I. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, ck-mb, and ctnl 2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.